Manufacturer narrative:
The harmonic ace instrument was returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. The instrument was found with a broken curved blade at the base. The broken piece, approximately 0.45" x 0.10" was not returned. Image review: a review of the provided image is consistent with the alleged complaint regarding broken tines of the harmonic ace instrument. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations are required for the image review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument was broken off. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information: the reporter could not provide the instrument's batch sequence number. The reporter confirmed that a fragment fell into the patient during the procedure, and the fragment was retrieved by the surgeon. The fragments were retrieved and were confirmed with an x-ray test. There is no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. The reporter confirmed that the fragment fell inside the patient during a dissection. The surgeon believes that the falling incident was caused by the quality of the products. There was no issue with the instrument's functionality and the instrument did not collide with other instruments or hard materials during the procedure.